Event description:
A facility reported a microsensor was implanted with no issues in a (B)(6) male patient on (B)(6) 2021. After the patient was transferred to the ICU, the microsensor could not be reconnected and showed -99mmhg. The microsensor was retrieved on (B)(6) 2021. The patient is in stable condition.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
N/a.

Manufacturer narrative:
The microsensor (ID 826631) was returned for evaluation. Device history record (DHR) - the product code 826631 with lot 5343184 conformed to the specifications when released to stock. Failure analysis - the issue of the complaint was not confirmed. The serial number barcode label missing from connector. High sensor ohm readings; active wire = 9.561, passive wire = 864; the difference between the ohm's readings shall be no more than 6%. "Ra" out of specification; cannot adjust. The icp express read "zeroing error". No testing was possible. The root cause of the problem stated could be determined to be use related and the sensor ohm failure could possibly be attributed to esd exposure.